Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. Pentax model ec38-10l is classified as ife (import for export), therefore 510k is not applicable. A same model (ec38-i10l-us) is distributed in the USA only with 510k number k131855.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, " no video/error msg, scope not conn." Involving pentax model ec38-i10l (B)(4). The user stated the event occurred during pre-inspection check. No further information was provided at the time of the report. The device was returned to pentax for evaluation. Pentax service inspectional findings included: image blackout, #3 remote control button not working, leak at # 1 remote control button cover, ccd circuit board corrosion, pve electrical pin corroded, failed wet leak test, failed dry leak test, #2 remote control button not working, #1 remote control button broken piston, #4 remote control button not working, # 1 remote control button cover cracked, #1 remote control button not working, mild moisture on pve electrical connector frame, pve electrical connector frame mild corrosion, operation channel- primary slice by accessory. Bending rubber tight. The customer complaint was confirmed. The device was repaired which included replacement of the following components: o-rings and seals, pcd for ccd drive pb-free, electrical connector assy, remote control button (1), bending rubber, insertion flex tube, angel wire, operation channel, x-ring. The device has been routinely serviced by pentax since install.